Event description:
The customer reported erroneouly high result generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on cell 1 on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provided demographics and patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and noted air in buffer lines. The fse determined the buffer syringe and buffer valves were faulty causing generation of bubbles on lines. The fse replaced syringes from customer stock and all four (4) buffer valves to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case: (B)(4).